Event description:
The patient contacted animas on (B)(6) 2012 reporting that she wore the pump in a pocket and fell and landed right on the pump. The patient reported that the pump has no power. The patient mentioned they tried to reboot and there is still no power. The patient confirmed that the battery cap or compartment was not damaged. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4):the pump powers on with functional auditory and vibratory features, but the display screen is blank. Investigation revealed cracks on the bottom of the display screen. The display screen was replaced with a test display, and the test display functioned appropriately. Investigation was completed using the test display screen. A review of the black box showed no evidence of power loss. There was no damage found to the battery cap or compartment. The battery cap was able to fully tighten with no visible yellow o-ring. The pump was exercised for 24 hours with no power issues occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.